Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keeps saying the door isn¿t closed all the way" was not reproduced. A review of the event history log revealed both "shut door - power off" and "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be unsecure mechanism mounting screws. The mechanism installation is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept saying the door was not closed all the way. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.